Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator had problems with the delivered fraction of inspired oxygen (fio2). The unit was checked with an external analyzer and the parameters were out of range. Replacing the gas delivered engine resolved the reported issue. There was no patient involvement.